Manufacturer narrative:
B5: during follow up, it was clarified that the ultra set capd disposable disconnect y-set disconnected from the transfer set. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The patient connector was connected and disconnected by hand using an in-lab female connector with no issues or leaks observed.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultra set capd disposable disconnect y-set came apart at the yset. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.